Event description:
A pharmacist reported that before an intraocular lens (iol) implant procedure, noted a defect in the haptic zone of the iol prior to implantation. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b5, h.3., h.6. And h.11. The product was not returned. The account provided a video showing an ungloved hand holding the lens case up to the camera. A clear, multipiece lens can be seen position incorrectly in the lens case. What appears to a small scratch/crack can be seen on the optic edge, near one haptic. No determination can be made from the provided video. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Based on our observation of the attached photo, there appears to be a scratch/crack near the optic edge. The presence of clinical solution on the lens cannot be determined. The product has not been received to evaluate. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that possible fault in the optical area.